Event description:
During the g3 nail surgery, before inserting the nail, when the surgeon checked using the step drill, the step drill contacted the edge of lag screw hole of the nail. The surgeon inserted the nail into the pt's bone. The surgeon drilled the lag screw hole of the nail. The drill contacted the edge of lag screw hole of the nail .therefore, the surgeon changed the nail to another brand new nail. The surgeon drilled the lag screw hole of the brand new nail. The drill was contacting the edge of lag screw hole of the nail too.

Manufacturer narrative:
Once the investigation has been completed any additional info will be reported in a supplemental report.